Event description:
It was reported that, this left ventricular (lv) lead exhibited loss of capture (loc), high pacing threshold and high pacing impedances out of range. A thorax x ray was performed, and a fracture was found near the clavicle, with the arms up. The configuration was reprogrammed to unipolar, and the impedance was performing good with low threshold. This lv lead remains in service. No adverse patient effects were reported.